Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the patient changed her remodulin pump rate on a smiths medical cadd legacy pump from 38ml/24hours to 48ml/24 hours for a few weeks. She had occasional lightheadedness and ocular discomfort. She was admitted to the hospital from (B)(6) 20 for redness and swelling around hickman insertion site. The patient was on remodulin 5mg/ml continously for pulmonary arterial hypertension (pah).